Event description:
Nsk america was made aware of an adverse event involving nsk model z900l and a patient swallowing a bur. The adverse event is reported to have occurred in may of 2024. The dental office was aware that the patient had swallowed the bur during a procedure. The doctor advised that the patient visit the ER to have an x-ray as a precaution. The patient is reported to have visited the ER and was released after they could not locate the bur in the x-ray images. The patient did not complain of any issues at the time of the event and did have a follow-up visit with the doctor after the event at the dental office with no issue. The dental office reported that after some time had passed the patient had gone to a second ER and at that time something was found. The dental office has not disclosed what was found or what the nature of their patients' second visit to the ER was for. Due to the lack of information provided, it is not clear if the visit was due to the bur that was swallowed in may of 2024 or if it is for some other issue. Nsk america has no record of being made aware of this adverse event either at the time it occurred or anytime thereafter. This report is being made with the information that has been provided by the dental office and the subject z900l handpiece is not available for further investigation. A second report will be made if any further information becomes available that is relevant to this past event.